Manufacturer narrative:
The event is presently under investigation. A supplemental medwatch will be submitted when more information becomes available. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that a li-ion battery pack used on the td60 transmitter had swollen and cracked the battery case. The battery pack was not in use on a patient at the time that it was found.

Manufacturer narrative:
The swollen and cracked the battery case and the charger involved on the reported event were returned to the manufacturer for evaluation. Upon completion of an extensive investigation, it was concluded that the issue resulted from a damaged circuit board in the li-ion battery charger. The swelled/separated battery case resulted from overcharging caused by the damaged circuit. (B)(4). (Exemption #e2015032).